Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. How was the case completed? Unk. Could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? The device will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions: (B)(6). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. 2 drains are being returned. However, only one drain was described in the event. Please advise the reported issue with the 2nd drain (2227) received? May be the same phenomenon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. At the wards/ICU, although the pressure was applied to the reservoir, the reservoir was swollen, and the negative pressure was hard to apply. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.